Event description:
It was reported that noise that was external in nature was observed on both the atrial and ventricular channels resulting in inappropriate shock therapy. The noise was suspected to be due to electromagnetic interference (emi). The most recent transmissions indicated that no other noise episodes were recorded. No programming changes were anticipated or recommended.

Manufacturer narrative:
Further information was requested but was unavailable.